Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
It was reported that there were air bubbles present at the luer lock. Troubleshooting was performed and air bubbles were unable to be expelled. Customer changed cartridge and infusion set. Customer experienced elevated blood glucose levels.